Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) expired post implant due to acute hypoxic respiratory failure, secondary to complications related to the implant procedure. Pulmonary edema post implant was also reported. Additionally, the patient experienced cardio-pulmonary arrest secondary to hypoxia from pulmonary edema.